Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the power supply involved with this complaint and completed the device evaluation. The power supply unit was analyzed, and the reported failure was replicated. When reviewing on the logs there was no error, power supply was installed into pca system and system did not turn on. The power supply switcher needs to be updated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an ssc shutdown, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue. There was no power coming from the power supply, fan and leds were off. The fse replaced the power supply switcher to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received the product involved with this complaint to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. The complaint regarding surgeon console shutdown was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to surgeon console shutdown. An isi fse went onsite and was able to confirm the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the surgeon console shut down without any reason. The customer tried to restart the system and plug in the power cord to several outlets without any success. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to plug in the surgeon side console (ssc) instead of the vision side cart (vsc), still the issue persisted. The tse asked the customer to cycle the ssc circuit breaker, still no change. The system was not usable. The procedure was converted to laparoscopy with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the ssc was not powering on. The issue was resolved prior to start by plugging the system into another power plug. No error message was encountered after that until the power to the surgeon's console was switched off during procedure. As the customer was unable to restart the surgeon console, the procedure converted to laparoscopy. Duration of operation and anesthesia was extended, patient was fine that morning according to the surgeon. The procedure had been 5 hour 41 minutes into progress when the issue occurred. The procedure delay is difficult to evaluate because the dissection of the mesorectum with the robot was almost complete; all that remained was to drop the part and perform the ileostomy.